Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of defendants trapease vena cava filter on or about (B)(6) 2008 in (B)(6) the filter. Subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, recurrent blood clots, severe pain, and venous insufficiency as a result of the trapease filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated.  The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Clotting, pain, and venous insufficiency does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Implant date: on or about (B)(6) 2008. (B)(4).

Event description:
As reported by the legal brief, the patient underwent placement of defendants trapease vena cava filter on or about (B)(6) 2008 in (B)(6) the filter. Subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, recurrent blood clots, severe pain, and venous insufficiency as a result of the trapease filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of smoking, protein c and s deficiency, pulmonary embolism (pe), deep vein thrombosis (dvt) and being hyper-coagulable. During the implantation procedure, the ivc was noted to be patent. The filter was successfully deployed in the infra-renal ivc. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, recurrent blood clots, severe pain, and chronic venous insufficiency as a result of the trapease filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. In or about eight years and eight months post implantation, the patient complained of edema of both lower extremities. Per the information received in the patient profile form (ppf), the patient had clotting and occlusion of the inferior vena cava (ivc). The patient became aware of the reported events seven years and ten months post implantation. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) associated with lot r1007002 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Venous insufficiency and edema of the legs do not represent device malfunction and maybe related to underlying patient conditions. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
The following additional information received per the medical records indicates that the patient has a history of smoking, protein c and s deficiency, pulmonary embolism (pe), deep vein thrombosis (dvt) and being hyper-coagulable. During the implantation procedure, the ivc was noted to be patent. The filter was successfully deployed in the infra-renal ivc. In or about eight years and eight months post implantation, the patient complained of edema of both lower extremities. According to the information received in the patient profile form (ppf), the patient had clotting and occlusion of the inferior vena cava (ivc). The patient became aware of the reported events seven years and ten months post implantation. Additional information is pending and will be submitted within 30 days upon receipt.